Event description:
It was reported that three patients sustained burns to the face and arm areas respectively following hair removal treatment with a lumenis lightsheer duet laser. No information regarding medical intervention to preclude serious injury was received.

Manufacturer narrative:
Reasonable attempts by phone and fax were made to obtain information from the user facility including patient information, treatment settings, sun exposure, and patient photographs, however none was received. Lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment and to determine a cause. A review of lumenis subject device service records found that preventive maintenance of the subject device had been performed regularly by lumenis; however, the user facility does not currently retain a service contract with lumenis. The user facility declined service of the subject device therefore no examination of the subject device occurred following the reported incidents. Although no information was provided by the user facility regarding recent third-party service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse events. To the best of lumenis' knowledge, the subject device remains in use at the user facility. User facility declined service